Event description:
On (B)(6) 2011, the pt underwent treatment for a descending thoracic aneurysm and was implanted with two gore tag thoracic endoprosthesis. The first device was landed proximally within an artificial landing zone; and extended with an add'l gore tag thoracic endoprosthesis. The second device was deployed 2 cm more proximal than intended, with coverage extending down to the origin of the celiac artery. Final angiogram showed a distal type I endoleak. The physician concluded the procedure and chose to monitor the pt. On (B)(6) 2011, the pt underwent a reintervention and the gore tag thoracic endoprosthesis was extended distally with a cook zenith tx2 device. The endoleak was resolved and the pt tolerated the procedure. It was reported that the pt's proximal landing zone measured 33.5 - 34 mm and the distal landing zone measured 37 - 38 mm in diameter. The physician reported the pt's distal aortic neck length measured 20 mm.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The gore tag thoracic endoprosthesis instructions for use (IFU) states: the gore tag thoracic endoprosthesis is designed to treat aortic neck diameters no smaller than 23 mm and no larger than 37 mm. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20 mm distal to either the left subclavian or left common carotid artery. Add'l proximal aortic neck length may be gained by covering the left subclavian artery (with or without discretionary transposition) when necessary to optimize device fixation and maximize aortic neck length. Distal aortic neck length of at least 20 mm proximal to the celiac axis is required. These sizing measurements are critical to the performance of the endovascular repair. Additionally, the IFU specifies: strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size. The gore tag thoracic endoprosthesis is designed to be oversized from 7 to 18%. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in: endoleak. Multiple attempts were made to obtain add'l info for this event. As no add'l info has been received, this event will be closed with the provided info.